Manufacturer narrative:
(B)(4).

Event description:
It was reported that an asymptomatic patient presented for a normal follow-up in clinic. The lead exhibited externalized conductors under fluoroscopy. The lead also exhibited low impedance, intermittent capture and variations in r-wave amplitude. The lead was capped and replaced on (B)(6) 2017. The patient was stable before, during and after the procedure and will continue to be monitored.